Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Visual inspection of the mapping catheter showed that the shaft was broken 5.2 inch from the lemo connector connection after the introducer. No ECG wires were found broken. In conclusion, the reported broken mapping catheter was confirmed through testing. The catheter failed the returned product inspection due to a broken shaft connector connection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the tip of the mapping catheter was broken. The mapping catheter was replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.